Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2006003, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of the lot 2006003 were used for evaluation, no damage or molding defect was observed on any of the product. The silicone employed in this product is a medial grade and is used during the syringe assembly process to lubricate the cylinders in the silicone station in order to help ease the movement of the plunger. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content tests are conducted for each lot. Results for the reported lot were reviewed and no issues were identified. All retained samples were evaluated and found to be within required specifications. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the syringe 1ml ls sp120 plunger was stiff and difficult to move during use. The following information was provided by the initial reporter: "the customer informs that recently several eaches of plastipak 1 ml syringe from the same batch are not working; it is extremely difficult to inject due to the jamming/ stiffness of the syringe plunger."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1ml ls sp120 plunger was stiff and difficult to move during use. The following information was provided by the initial reporter: "the customer informs that recently several eaches of plastipak 1 ml syringe from the same batch are not working; it is extremely difficult to inject due to the jamming/ stifness of the syringe plunger."